Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer stated that she was not getting her insulin. The customer mentioned that she was in the hospital for heart surgery due to a bad accident. The customer's blood glucose value was unknown. The product was not returned for analysis.